Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. The customer reported that new tool burns customers. Service engineer visited the facility and tested the device. He advised: "equipment hand energy detection the energy of the handpiece is within the normal range. Customers are advised to do a skin test. The new tool has sufficient energy and normal water circulation". Device malfunction wasn't the suspected cause of the adverse event. Since lumenis clinical team did not complete their investigation based on provided incident form, within period which is determined for reportability, lumenis is reporting this event to the FDA in an 'abundance of caution'. The rc of the adverse event was not established. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained injury following treatment by m22 device.